Event description:
Pt undergoing repair of ascending aorta and maze procedure. The ball at the tip of the estech maze device broke off and was found in the open chest cavity. The ball was retrieved from the chest with no harm/injury to the pt.======================manufacturer response for bipolar clamp, cobra revolution======================the company sales rep representative is aware. We had 2 additional devices with same lot number that were removed and replaced by the company rep.